Event description:
An alarm issue was reported with the adc application in use with their iphone-se-1641. The customer encountered a signal loss and as a result, the customer was not alerted of changes in glucose level. The customer experienced a symptom of sweating and was unable to self-treat, requiring a treatment of glucose injection by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The user reported missing high and low glucose alarm notifications with the freestyle librelink application. Attempted to replicate the user¿s complaint of missing high and low alarms from a freestyle librelink application with similar configurations was performed. The complaint was not able to be reproduced and therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with their iphone-se-1641 app version 2816120. The customer encountered a signal loss and as a result, the customer was not alerted of changes in glucose level. The customer experienced a symptom of sweating and was unable to self-treat, requiring a treatment of glucose injection by a non-healthcare professional. There was no report of death or permanent injury associated with this event.